Event description:
It was reported that during thyroid procedure this morning everything in the field appeared to be giving a positive response. The site reseated the stimulus probe with no change. They ran an electrode check and got an error on one channel but opted not to reseat or replace the tube as they were nearing the end of the procedure. There was delay of 5 minutes. There was no impact to patient. There was no malfunction regarding nim vital mainframe. Any tissue that the surgeon touched with the stimulation probe was giving a positive tone which typically only occurs when touching the nerve. There was audible sound of positive for nerve when touching any/all tissue. The case continued without the use of nerve monitoring.

Manufacturer narrative:
H3: product analysis confirmed that, visually, portions of the wire harness were cut when returned and therefore end to end continuity could not be measured. In effect, the electrode wires were stripped to check continuity between the stripped ends and the trace pads. Electrically, resistance should be less than 200 ohms and the actual measurements were 35.5 ohms (blue), 36.8 ohms (blue with white stripe), 27.2 ohms (red), and 32.7 ohms (red with white stripe) in which all of the electrodes were within specification. A stylette was used to manipulate the shape of the tube and none of the electrode resistances went out of specification. Under magnification, there were no cracks in the electrode contacts. For additional analysis, there were no issues inflating or deflating the cuff balloon while utilizing a syringe. Functional console testing could not be performed due to the cut harness. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.